Event description:
It was reported that a novum iq large volume pump did not alarm for air in the tubing and had a possible overinfusion during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5: it was further described that there was air the full length of the tubing from below the drip chamber of the buretrol (drip chamber and buretrol had fluid in it) all the way through the pump and about twelve inches of tubing below the pump when the nurse noticed it. The pump did not ring off for any alarms. Additional information d4, h6, and h11: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.